Event description:
It was reported that cartridge pigtail and tubing showed discoloration and damage after one use, and caller was unsure how patient line became damaged. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and technical support arranged replacement cartridge through return process, with caller confirming understanding.